Manufacturer narrative:
The nail was evaluated and the reported issue could not be confirmed. Visual inspection and x-ray images revealed no damage to the nail.

Event description:
It is reported that allegedly the patient's precice nail is damaged. The physician elected to explant the precice nail without incident.